Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse effect to the customer's blood glucose level. Technical support instructed the caller to remove any obstruction from the pump's speaker holes, clean them, and attempt to reconnect and resume insulin delivery. However, the alarm recurred despite these efforts. Reportedly, the customer reverted to an alternate method of insulin therapy.